Event description:
Related manufacturer report number 3006705815-2022-16529. It was reported that the patient was experiencing numbness and weakness post implant. In turn, surgical intervention was undertaken wherein the system was explanted on an unknown date. The patient's condition is reportedly improving.

Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.